Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal instrument had assembly failure. This issue occurred during a therapeutic lobectomy procedure. There was no delay, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incomplete seal cycle error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a component failure of rotation wheel, due to migration of blue ring. However, the cause of the blue ring coming off could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.